Event description:
It was reported to covidien that the unit was smoking and running hot. There was no patient harm noted.

Manufacturer narrative:
Covidien has requested the unit be returned for evaluation. The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.